Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection. Reportedly, the patient states that there was an infection at device site and the system was scheduled to be removed. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.

Manufacturer narrative:
This supplemental is being filed to update the entry in h6: impact code, d6b: explant date, d9: returned to manufacturer date and investigation results. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that the patient with this pacemaker exhibited infection. Reportedly, the patient states that there was an infection at device site and the system was scheduled to be removed. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service. Additional information received indicates that the pacemaker is now explanted. There were no additional adverse patient effects reported.